Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges. There was no impact to customer's blood glucose level. Reportedly, the customer was on travel and had limited supply. The customer refilled the original cartridge and was successful at loading. The customer arrived back the next day (B)(6) 2016 from traveling and was able to load a different cartridge successfully.